Manufacturer narrative:
The insulin pump was unable to prime during prime alarm tests due to faulty force sensor resistor (gold). The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, scratched display window and missing end cap sticker noted during visual inspection. The insulin pump passed displacement and basic occlusion test. No motor error alarms noted. The motor tested ok. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.